Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the returned breathing circuit was visually inspected. Results: secretions were found on the inside of the expiratory tubing and also on the heater wire of the expiratory limb. The breathing circuit appeared otherwise normal. The humidification chamber was not returned for evaluation so we are unable to comment on its performance or determine whether there was any fault with it. A lot check revealed no other complaints for the lot number provided. Conclusion: as far as we can determine the problem as reported by the customer was the result of the observed patient secretions.

Manufacturer narrative:
(B)(4).the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112.the device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that there black marks on the heater wire and some secretions in an rt200 adult breathing circuit and that there was not enough water inside the mr290 autofeed humidification chamber. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that there black marks on the heater wire and some secretions in an rt100 adult breathing circuit and that there was not enough water inside the mr290 autofeed humidification chamber. No patient consequence was reported.